Manufacturer narrative:
The device history record (DHR) of lot number 175718 was reviewed on 6/6/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned product was completed by the failure analysis lab on 6/19/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a mentor 300cc mentor memorygel breast implants and experienced bilateral rupture post procedure. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. During examination, the product evaluation team observed a partial delamination on the posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were found. No other anomalies were found. The complaint was not confirmed since no leakage was found on the device. Mentor performs 100% inspection and testing of all devices prior to release. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor 300cc mentor memorygel breast implant, catalog #3543007, lot #231379. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with a mentor 300cc mentor memorygel breast implants and experienced bilateral rupture post procedure. As a result, bilateral prosthesis replacement with 300cc mentor memorygel breast implant was performed on (B)(6) 2018. Mentor became aware of the left sided rupture on (B)(6) 2017 and reported an alternate summary report ((B)(4)) was submitted. On (B)(6) 2018, mentor received a field experience report stating that bilateral rupture had occurred. This was the first date mentor became aware of bilateral issues, and the reason why an additional product is being reported with this complaint using the (B)(6) 2018 alert date.